Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: the device was returned for analysis. During its analysis it was observed that the body of the guidewire was kinked, and the spring tip was bent and stretched. These failures can be attributable to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique at the moment to manipulate the device, causing the observed damages on the device, and as a result, making the guidewire lost its position during procedure. Therefore, the reported issue of guidewire position lost was confirmed.

Event description:
It was reported that the guidewire lost position. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A rotawire drive and a rotapro were selected for use. During the procedure, it was noted that the wire had poor sliding properties. The wire was slippery, and had little friction, causing it to come loose when carried in. The procedure was completed with another of same device without any problems. No patient complications were reported. It was further reported that the wire dimensions were inspected and within specification.

Event description:
It was reported that the guidewire lost position. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A rotawire drive and a rotapro were selected for use. During the procedure, it was noted that the wire had poor sliding properties. The wire was slippery, and had little friction, causing it to come loose when carried in. The procedure was completed with another of same device without any problems. No patient complications were reported.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.